Event description:
Same case as MDR ID#: 2134265-2012-06051. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. When trying to set the rotational speed of the 1.75mm rotablator rotalink plus while on the floppy rotawire guide wire outside of the patient, the guide wire fractured. The physician attempted to re-insert a new guide wire into the 1.75mm burr, however the guide wire could not be inserted. Therefore the physician exchanged to a new rotablator rotalink plus system and completed the procedure successfully. No patient complications were reported and patient status is stable.

Event description:
Same case as MDR ID#: 2134265-2012-06051. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. When trying to set the rotational speed of the 1.75mm rotablator rotalink plus while on the floppy rotawire guide wire outside of the patient, the guide wire fractured. The physician attempted to re-insert a new guide wire into the 1.75mm burr, however the guide wire could not be inserted. Therefore the physician exchanged to a new rotablator rotalink plus system and completed the procedure successfully. No patient complications were reported and patient status is stable.

Event description:
Same case as MDR ID#: 2134265-2012-06051. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. When trying to set the rotational speed of the 1.75mm rotablator rotalink plus while on the floppy rotawire guide wire outside of the patient, the guide wire fractured. The physician attempted to re-insert a new guide wire into the 1.75mm burr, however the guide wire could not be inserted. Therefore the physician exchanged to a new rotablator rotalink plus system and completed the procedure successfully. No patient complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the visual and tactile inspection was performed and the device presents a fracture at 133cm approx. From distal end. All the outer diameter measurements are within the specifications. The fractured section was sent to the (B)(4) lab for analysis. According to the (B)(4) lab results the failure on both samples occurred due to a torsion overload in a region with a wear reduction in cross sectional area. Wear zone showed evidence of presence copper and zinc. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).